Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (mildly tortuous and mildly calcified, aortic neck angulation).

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as mildly tortuous and mildly calcified, with an aortic neck angulation slightly less than 45 degrees. The aortic neck diameter was 21-23 mm with a length of 20 mm. A type 1 endoleak was noted and a 26 cm cuff was then placed which corrected the endoleak. No additional clinical sequelae were reported and the pt is fine.